Event description:
A guideliner v2 catheter was being used in a clinical procedure when the distal tip separated from the rest of the catheter. The patient was sent to another facility where the distal tip was retreived using a snare; all pieces were removed without further patient impact.

Manufacturer narrative:
Device not returned to manufacturer.